Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device has been explanted.

Event description:
Patient reported left side rupture. The device has been explanted.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs a device the devices a device appears to be intact, has red particles on the surface of the device, labeled left side, and has red biological tissue. Lot number 2139026. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.